Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon applied the third clip which scissored. There was no blood loss. It is unknown how the case was completed. There were no adverse consequences for the patient.